Event description:
In 2007, the lay user/pt contacted lifescan alleging that an "error 5" issue first occurred on ten days earlier at 8am with his one touch ultrasmart meter. After the alleged issue began, the pt continued taking his usual dose of glipizide and developed symptoms of feeling lightheaded, sweats and hot flashes. On eight days prior to original date at 9-10pm, the pt received assistance from the ER, reportedly had a "29 mg/dl" lab blood glucose result, and was treated with IV glucose. The customer service representative (csr) walked the pt through troubleshooting; however, the error message was not resolved. Replacement products were sent to the pt. This complaint is being reported because the pt alleged he became hypoglycemic after the "error 5" began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.